Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient planned to undergo piu catheterization due to chemotherapy. During the catheterization process, it was found that the catheter was leaking at 49cm. Because the patient's implanted body length was only 42cm, the operation was not affected much. After cutting, it was used normally, but this product leaked.